Manufacturer narrative:
The investigation of priming issue has been completed. The impella device was not returned for evaluation.based on the following investigation, the failure mode of "priming issues" was changed to "placement signal issue" as the pump did not have any issues with priming, issue was only related to the pump sensor. No product was returned for evaluation. Data logs were reviewed and rt log of initial pump connection showed all optical 5s parameters were within a normal range, no hard failures of the optical sensor were observed. Ps readings outside of the body were noted to be around 20 with pap readings of around 30. Motor current and pump flow remained 0 through log. Clinical details noted that when priming pump, the pump would not zero itself appropriately and the pressures were reading 90s/90s outside of the body. The root cause of the placement signal issue could not be definitively determined as no product was returned for evaluation and no hard failures of the pump were observed on returned data logs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while attempting to setup and prime an impella rp flex, the pump failed to automatically zero itself appropriately and presented pressures of 90s/90s. The case was canceled and restarted with the console skipping a process of the setup and the insertion by going directly to the placement screen. The impella rp flex was aborted and was subsequently replaced in response to the issue. No patient harm was reported.